Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.3 was getting stuck and opening two pockets instead of a single dose. A field service engineer (fse) replaced the engine to resolve the issue, and hardware test application passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multi mini drawer 1.3 in a cart 4 at the asu dispensed medication by opening two pockets when only one item was requested. This issue occurred multiple times today. It was also noted that the drawer had previously malfunctioned earlier last week. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.